Event description:
It was reported that a spectrum pump had a broken door sensor. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported broken door sensor, which was reproduced as a door not fully latched alarm. Eval found backed out mechanism screws which would cause improper latching of the door. The mechanism screws were replaced.